Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their reservoir ring was loose an coming off. The customer¿s blood glucose level was 150 mg/dl at the time of the incident. Customer stated that the reservoir was able to lock in place. Troubleshooting was performed. The insulin pump will not be returned for analysis.